Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received a power error detected alarm and power loss alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power loss alarm and power error alarm. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error 25 and power loss alarms due to connector resistance issue electrical board.